Event description:
The customer obtained false positive vitros trop I es outlier results on a patient sample on two vitros eci analyzers. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The initial trop I es patient result were not reported to the clinician. There was no report of patient harm as a result of this event. Note: MDR # 9680658-2008-00150 and 9680658-2008-00151 are identical. Two 3500a forms are being submitted as two devices were involved in the event.

Manufacturer narrative:
The investigation determined that the vitros eci was operating as intended. The root cause for the unexpected trop I es result is unknown. It is likely that cellular debris, due to poor sample preparation, was present in the original sample that was no longer present when the sample was repeated, however, this could not be confirmed. It was confirmed that the sample involved was not processed in accordance with the tube manufacturer's recommendation.